Event description:
Following a successful atypical flutter ablation in the left atrium, the patient was sutured and the physician left the procedure room. After extubation, the patient did not initiate spontaneous breathing despite having shown no respiratory issues during the procedure. Oxygen saturation fell below 40%, and the patient progressed to asystole, requiring CPR. The ICU team stabilized the patient, who was subsequently transferred to the ICU on mechanical ventilation. The patient remained hemodynamically stable. A lung endoscopy was planned due to an episode of vomiting. The physician does not allege that the event was related to the pfa ablation. The ablation was completed without complications, and no performance concerns were raised regarding any abbott devices. The physician alleges the patient¿s difficult airway and obesity contributed to the post extubation respiratory issues. The patient is currently stable in intensive care. All diagnostic tests to date have been inconclusive, and no definitive cause for the post procedure deterioration has been identified. The physician noted that an air embolism, potentially introduced during sheath removal, could theoretically explain the symptoms, although no air was visualized and this remains only a speculative possibility.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, UDI information(d4) and 510k(g3) are not available.